Event description:
It was reported that the patient faced infection which led to hyperglycemia leading to hospitalization treated with intravenous and fluids of saline and insulin. Patient reported infusion set cannula was accidentally pulled out event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.